Event description:
It was reported that the male luer tips of an unspecified quantity of clearlink system continu-flo solution sets were breaking which resulted in a leak. There was also leaking that occurred at the y-site. This was observed in the chemotherapy suite during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one device was received for evaluation. Visual inspection was performed using the naked eye which observed a crack in the first y-site clearlink. Functional testing was performed including clear passage and pressure testing which revealed a leak in the affected area. Additionally, it was observed a trace of external force was applied to the components which makes an appearance of white color in the cracked sides proper from the components. The reported condition was verified. The cause of the cracked components was determined to be user related. Should additional relevant information become available, a supplemental report will be submitted.